Event description:
It was reported that this patient observed a red call doctor (rcd) icon on their remote monitoring home communicator and successfully transmitted data from their cardiac resynchronization therapy defibrillator (crt-d) device. The patient had a device replacement procedure two weeks earlier. A review of device data indicates continuous high out of range shock impedance measurements greater than 200 ohms on the right ventricular (rv) lead since the new crt-d device was implanted. Also, device tachycardia therapy has been intentionally programmed off. The crt-d device and rv lead remain in-service. No patient symptoms or adverse patient effects were reported.